Manufacturer narrative:
The customer indicated that they have a repeat protocol in place to repeat any initial high troponin results that does not have a history of negative troponin results. Samples were collected in lithium heparin tubes with gel separator. Centrifugation information was not supplied. The customer believes that the falsely high results were due to fibrin in the samples but did not provide any further specifics. The customer did not indicate an increase in occurrence or instrument malfunction. Per customer, the instrument is currently operating within qc specifications. No additional information was provided for this event.

Event description:
Beckman coulter inc. (Bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results between (B)(6) 2011. The customer was requested but declined to provide specific data. The customer did not report affect to the patient or user attributed or connected to this event.